Manufacturer narrative:
Etiology updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the etiology was previously updated from not related to unlikely and then updated again to possibly related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had a c1 cervical fracture (hcc), they were falling frequently, and they had an occipital condyle fracture, "init for close fx (hcc)", and a laceration of the scalp. The issue resolved without sequelae on (B)(6) 2018. The patient was reprogrammed on (B)(6) 2018, with in-patient hospitalization and prolongation of existing hospitalization and emergency room visit. It was indicated the event was possibly related to the device or therapy, however, it was not related to the implant procedure. After some adjustments to the dbs, the patient was noted as having more frequent falls and they were found to have on CT scan a posterior arch fx of c1 and non-displaced right occipital condyle fracture. They were appropriate for non-operative management and placed in a c-collar. The patient was recommended changes o stimulation on (B)(6) 2018. Progress note was taken on (B)(6) 2018, they had some adjustments to their dbs and the patient frequently fell (five times a week). No further complications were reported.

Manufacturer narrative:
Additional review of this MDR determined that the initial aware date 2019-06-29 was correctly reported in the initial report. The aware date provided in the first supplemental of this report is incorrect, thus the initial report was submitted on time. If information is provided in the future, a supplemental report will be issued.